Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the manual prime process. The patient's blood glucose at the time of incident was 190 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The customer confirmed that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump is out of warranty; no products were shipped or returned and the customer will be provided with an out of warranty letter.